Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 310 mg/dl for a few hours after a supply change, with fingerstick confirmation and subsequent improvement to 90 mg/dl; the user noted the ilet was conservative during the initial learning period and denied infusion set issues such as leaking. Symptoms included elevated blood glucose without associated acute symptoms. Outcomes included no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education with follow-up outreach. Investigation of this case revealed an unclear cause of hyperglycemia with no device alerts or alarms reported. It was concluded that the event involved hyperglycemia of unclear cause, the device was functioning as designed during the learning phase, and no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.